Event description:
In 2009, a pt's enteral feeding was hooked up to a duvall drain (in the abdomen). It was mistaken for a moss tube. The pt subsequently died.

Manufacturer narrative:
Per customer, the set was probably discarded. Per abbott device procedures, reasonable efforts are made to obtain the device and add'l info through written and/or verbal follow-up.